Manufacturer narrative:
The customer reported that the gas reading provided by this multigas unit is inaccurate. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the multigas unit. Bedside monitor model: bsm-6701a sn: (B)(4)

Event description:
The customer reported that the gas reading provided by this multigas unit is inaccurate. Not in patient use.

Event description:
The customer reported that the multigas unit was providing inaccurate readings. Not in patient use.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was providing inaccurate readings. The device was not in patient use at the time. Investigation summary: the customer indicated co2 was the only inaccurate reading. Reportedly the co2 readings were fluctuating between 31-32mmhg, (using the recommended gas mixture from scott medical products part# un3156, the same bottle and sample line were used across all 3 mgus). The facility reportedly tested the readings against two other gf-201rs measuring steady @ - 36mmhg - 37mmhg, which were inconsistent with the readings on device. They were provided with an exchange for a new device. The instrument/device and parts must undergo regular maintenance inspection at least every 6 months, if neglected, parts and components can fail, leading to the reported issue. Moreover, if the device is stored for extended periods, without being used, the user needs to ensure, prior to operation, that the instrument is in perfect operating condition. Also, the water trap should be replaced every 4 (four) weeks or as indicated on the device. Ensuring the environment is optimal, as described in the operator's manual, should also be checked prior to operation. Due to limited information available regarding routine maintenance, the root cause could not definitively be determined. A significant trend was not observed that would suggest any manufacturing/design issues, and these issues are isolated incidents. The reported device was returned and evaluated. During evaluation, nihon kohden repair center (nk rc) was unable to duplicate the reported issue. Per the service manual, the unit operated to manufacturer's specifications. This unit was had an older serial and model, which would be unrepairable if it failed again. Due to the age of the device, as a preventative measure, it was scrapped. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer provided additional complaint details but did not provide the requested patient information. Additional device information: d10: concomitant medical device: the following device was being used in conjunction with the multigas unit: bedside monitor: model: bsm-6701a. Sn: (B)(6). Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer g6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.